Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 694 mg/dl. The customer reported having symptoms of , the customer was/not wearing the insulin pump at the time of hospitalization. Customer was treated with manual injections. Troubleshooting occured. A loose drive support cap was reported. Advised insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.